Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the unit cycles on normal but the touchscreen display is unresponsive to touch commands especially on the top portion of the display. This happened during pre-use checks therefore no patient involvement.